Event description:
It was reported that the faradrive steerable sheath was selected for use during a pulsed field ablation procedure. During the procedure, no air was observed during initial aspiration of the faradrive sheath. However, air was noted in the syringe upon aspiration after the farawave catheter was inserted. The procedure was successfully completed using a replacement device, with no patient complications reported. The product was received and investigation is still in progress. It was further reported that the versacross connect dilator, pigtail guidewire and starter guidewire were inside the sheath prior to, and or at the time, the air was observed. An infusion pump was used for the irrigation of sheath. The guidewire was position aligned with the tip of the farawave catheter. No other issue has been reported.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.

Event description:
It was reported that the faradrive steerable sheath was selected for use during a pulsed field ablation procedure. During the procedure, no air was observed during initial aspiration of the faradrive sheath. However, air was noted in the syringe upon aspiration after the farawave catheter was inserted. The procedure was successfully completed using a replacement device, with no patient complications reported. The product was received for analysis and investigation is still in progress.

Event description:
It was reported that the faradrive steerable sheath was selected for use during a pulsed field ablation procedure. During the procedure, no air was observed during initial aspiration of the faradrive sheath. However, air was noted in the syringe upon aspiration after the farawave catheter was inserted. The procedure was successfully completed using a replacement device, with no patient complications reported. The product was received for analysis. It was further reported that the versacross connect dilator, pigtail guidewire and starter guidewire were inside the sheath prior to, and or at the time, the air was observed. An infusion pump was used for the irrigation of sheath. The guidewire was position aligned with the tip of the farawave catheter. No other issue has been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with analysis. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.